Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the loop on the device found to be missing when trying to use the device? Or did the loop break off the device during use? The broken part is not a loop but a fixation tab since this stratafix is the symmetric type. The half of the fixation tab was found to be missing during use. However, the exact timing when it broke off (before use/during use.) Is unknown. Procedure name? No further information is available. Lot number? No further information is available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and barbed suture was used. During the procedure, it was reported that the fixation tab broke. It is not known when the event occurred. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/1/2021. Additional information: d9, h6 additional h3 investigation summary: it was received for analysis an empty labeled winding former and a dispensed needle/suture of product code sxpp1a401. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The needle was noted with marks that appear to be by use of surgical instrument. The suture was examined along of the strand and some barbs present damaged and body fluids. The fixation tab was broken at a side and marks that appears to be by use of a surgical instrument could be observed. The manufacturing records couldn't be reviewed as the batch number is unknown. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.